Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was not working and did not function. It was further determined that an unknown liquid and oil substance were found on the internal components. The assignable root cause was determined to be due to component wear/age from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a patella luxation-tibial tuberosity transposition surgical procedure, it was discovered that the electric pen drive device intermittently lost power. According to the report, the device would work, but then would sputter out or only run with partial power. The reporter stated that the issue occurred with any attachment device. The device was used together with a cable device. The reporter clarified that the cable device worked fine. There was a fifteen to twenty minute delay to the surgical procedure. A spare device was not available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.